Manufacturer narrative:
Device not returned.

Event description:
This device was reportedly explanted after approx 7 months due to endocarditis. This device was removed post mortum as the pt unfortunately expired. Physician says he is not able to definitely rule out the valve contributed to death due to endocarditis. Physician stated that endocarditis could have been from pace maker implantation about same time.